Manufacturer narrative:
Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this lead exhibited a small gradual increase in low voltage shock impedance (lvsi) of 35 ohms at implant to 82 ohms currently. A boston scientific (bsc) technical services (ts) consultant reviewed the lvsi trend and confirmed the rv lead shock impedances appeared to be gradually increasing over time; however, they remained within normal limits. Ts discussed programming options. No adverse patient effects were reported. At this time, the rv lead remains in service.